Manufacturer narrative:
(B) (4). (B) (4). Device #1: part # 12673-03, lot #87008-6h is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device #2 issue: suture break. Time of device issue; during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the suture knot was being advanced to the artery using the suture trimmer, resistance was felt and the suture broke. The suture was removed and a second proglide device was attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.